Manufacturer narrative:
Results of investigation: the equipment was received in vyaire facility for evaluation. Ventilator passed 120 hours extended tests at customer settings. Vent failed troubleshooting final test at pressure & oxygen blending performance.bench testing reveals o2 blender is creating the non-conformance. Replaced o2 blender with good known o2 blender and vent passed pressure & oxygen blending performance.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 when circuit disconnected it experienced low peep (positive end-expiratory pressure)and makes weird noise when reconnected. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.